Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump failure. Customer's blood glucose level was 339 mg/dl. Customer stated that insulin pump had bad battery. Customer was treated with the insulin pump.t he insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no bad battery alarm, low battery alert, unexpected battery power loss and unexpected error message noted.